Event description:
It was reported that 2 of the bd nano¿ 2nd gen pen needle's broke of. Report 1 of 2. The following was received from the initial reporter: consumer reported finding 4 pen needle non patient end broke off inside mom's pen. Daughter able to remove the non patient needle with tweezers. No injury to mom or daughter from this incident date of event unknown days of events. 2 in one day. 2 others on different days.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 of the bd nano¿ 2nd gen pen needle's broke of. Report 1 of 2. The following was received from the initial reporter: consumer reported finding 4 pen needle non patient end broke off inside mom's pen. Daughter able to remove the non patient needle with tweezers. No injury to mom or daughter from this incident date of event unknown days of events. 2 in one day. 2 others on different days.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.